Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that at the user facility the cord of the device was overheating. No delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is still in progress.

Event description:
It was reported that at the user facility the cord of the device was overheating. No delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.